Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was detected due to corrosion and rust on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, or verify power failure due to critical pump error open book image. Moisture damage was found on the electronic assembly and motor during our visual inspection. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm and could not be cleared. The battery was changed twice but the alarm did not clear. Customer does not recall any significant events leading to the alarm. Customer's blood glucose was unknown at the time of incident. No further information was given.